Manufacturer narrative:
Date of birth: (B)(6). (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that there was a loss of aspiration. A 2.4mm jetstream® xc atherectomy catheter was selected for an atherectomy procedure in the superficial femoral artery (sfa). The device was prepped and introduced inside the patient. One pass was made blades down, however, three quarters of the way through the pass the device stopped aspirating. The device was removed from the patient and re-priming was attempted. During re-priming it was still not aspirating. Another of the same device was used to complete the procedure there were no patient complications and the patient is fine.